Manufacturer narrative:
Two probes were returned for evaluation. The samples were visually inspected and they were both deemed to be conforming. An actuation, aspiration and cut tests were performed and they were deemed conforming. The root cause for the customer¿s complaint could not be determined. (B)(4).

Manufacturer narrative:
A probe sample was not returned for a cut failure. A device history record review indicated the product was released based on the product¿s acceptance criteria. Though a root cause could not be identified, an investigation has been opened for similar complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut during a cataract - vitrectomy procedure. The aspirating function was unknown. The procedure was completed after replacing the probe with another one. There was no harm to the patient. No additional information is expected.